Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 14-july-2015, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse found beads stuck in the detector lens and incubator turntable, as well as spillage residue preventing proper movement. The fse cleaned the instrument and verified proper operation. All errors cleared and the aia-900 instrument is operational. No further action is required by field service. The most probable cause of the reported event was spillage in the incubator.

Event description:
On (B)(6) 2015 a customer reported error 4271 incubator home detect error encountered while operating the aia-900 instrument. The customer performed an all set home and the error occurred. The customer powered off the instrument but could not rotate the incubator to clean or see any stuck cups. On (B)(6) 2015, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for progesterone (prog), hba1c diabetes assay, and pth kidney marker. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.